Event description:
It was reported since the patient fell on his left side 3 months ago, he's seen the out of regulation (oor) condition on the programmer several times upon interrogation. The therapy was still good and the impedances were normal. The impedances ranged from 817 ohms to 1318 ohms for all electrode impedances, and therapy impedance was 781 ohms. Impedances were also measured while palpating the device and remained almost identical. The patient was programmed at 160 hertz, 60 pulsewidth, 2.9 volts with 1- c+. No symptoms, outcomes or interventions regarding the event were provided, so additional information was requested. If additional in formation is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-19796 as the patient had two ins¿s and it was not specified which was the issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was not determined. The patient had a recent fall in 2014-(B)(6) and they fractured their left humerus and injured their radial nerve that required surgery. When the patient was home their wife checked their implantable neurostimulators (ins) and the left ins showed the icon for the patient to ¿call your doctor¿ and an out of regulation code. The patient had not loss therapeutic benefit and they had met with their healthcare professional (hcp) on 2014-(B)(6). The left ins was interrogated and impedances were normal with no change in settings. Impedances were measured and all contacts were functional. Impedances were also checked while palpating the ins and there were no changes in impedance readings. The patient continued to have falls when they were not using their walker. Most of the patient¿s falls were related to postural instability. The patient continued to have difficulty with anxiety and they had a history of hypomania and impulsivity. The patient often felt they needed more medication even though they were dyskinetic and motorically looked good. The hcp stated the patient did not recognize their dyskinesia. When the patient met with the hcp they were off medication and had moderate bilateral lower extremity dyskinesia. The plan was for the patient to return to the hcp for further evaluation in six months and management of their ins. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot# v017110, implanted: (B)(6) 2007, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v046959, implanted: (B)(6) 2007, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).